Event description:
It was reported that a 21mm aortic valve was explanted after an implant duration of 4 years, 5 months due to unknown reasons. Per product evaluation moderate pannus formation was noted.

Manufacturer narrative:
Pannus overgrowth, or host tissue, is considered to be a form of non-structural valve dysfunction. The growth of host tissue on the sewing ring is expected and is a natural part of the healing reaction to prosthesis implantation. Pannus can have both beneficial and harmful effects depending on the amount of growth. A small amount of host tissue growth over the suture line is needed to form a non-thrombogenic surface and complete the healing process after valve implantation. In contrast, if there is an excessive amount of pannus growth, it can extend onto the cusp surfaces leading to thickening of the cusps, leaflet immobility, elevated gradients, and stenosis. Host tissue growth can also contribute to cusp retraction or curling resulting in valvular regurgitation. X-ray demonstrated wireform intact; minimal calcification was observed on leaflet 3. Moderate host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 4mm on leaflet 1 on the inflow aspect and 1mm on leaflet 3 on the outflow aspect. Host tissue on the stent circumference was minimal at the inflow and outflow aspects. As received, two leaflets had cuts of approximately 5mm x 9mm on leaflet 1, 6mm x 9mm on leaflet 2. The cuts had a smooth and straight edge; cut off leaflets were not returned. A non-transmural cut, approximately 3mm long, was observed on the cusp of leaflet 3 on the outflow aspect. Sewing cloth and silicone of sewing ring had multiple cuts around the valve. The metal band was exposed at leaflet 3; wireform was also exposed on commissure 2 on the outflow aspect. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion.

Manufacturer narrative:
The most likely cause of pannus overgrowth is patient factors. The device history record (DHR) was reviewed and showed that this device met all manufacturing and sterilization specifications for product release prior to distribution. No issues were identified that would have impacted this event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.